Event description:
It was reported via legal notification that a 48 yo female patient, had an initial right knee implanted on (B)(6) 2008, and underwent a revision procedure on (B)(6) 2018, approximately 10 years post op for reasons unknown. No additional information.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 13a2101 - cemex system fast genta 70g, aa2047, 200-02-32 - three peg patella 32mm, 1319497, 200-04-22 - cemented finned tib. Tra sz 2f/2t, 1311520, 201-78-14 - holding pin headless sharp point long 4pk, 1219726, 201-78-15 - holding pin mini sharp point 4 pk, 1289353, 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm, 82165, 230-03-02 - optetrak asy,cr cemented femoral, sz 2, 1185777, asa0030 - sterile disposable containers, aa1237. Correction/removal number: z-0019-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.